Event description:
It was reported that the device was used during an unknown procedure. It was reported that the staples protruded. Another device to complete the case. There was no consequence to patient.